Event description:
The initial reporter received questionable elecsys anti-hbs results from two patient samples tested on the cobas e 602 module. One example of discrepant results was provided: the initial result was 9.58 iu/l (indeterminate). The first repeat result was 3.50 iu/ml with a data flag (negative). The second repeat result was 32.29 with a data flag iu/ml (positive). The initial result was not reported outside the laboratory, as patient samples with "indeterminate" initial results are rerun twice. The result was reported as "negative".

Manufacturer narrative:
The cobas e 602 module serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace contained sample quality-related alarms. The field service engineer (fse) inspected the module and did not find a cause for the event. He verified the module's performance with mechanical checks. A general reagent problem was not detected because the qcs before the event were within the specified ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The cause of the event could not be determined based on the provided information. The investigation did not identify a product problem.